Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter was reading high. Before lunch on (B)(6) 2013 caller took a reading which was 247 so he took his novolac and had lunch. An hour later he started to feel cold sweat so he took a reading with prime meter which read 113. He also took a reading with another meter which read 60 which correlated to the symptoms he was having. He then took sugar to get his glucose level back up and every half hour took a test to make sure his sugar was going back up. A few hours later he did start to feel better. He then took a test with the prime meter which read between 190-200 and the other meter read 139. He is storing products in the kitchen. He is washing hands and uses new lancet, he does not have control solution. Replacing product.